Event description:
Ems svc responded to a v-fib cardiac arrest. Pt was converted following 2 shocks. Pacing was administered using the same defibrillator. There was good muscle response initially, but response soon stopped. Energy was increased, but without success. Unable to feel a shock, the operator exchanged the entire unit. Pacing was again captured for a short time, but was not effective.